Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator running on battery only. The customer reported the device was not in use on patient.